Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the device has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5mm x 4cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was expanded but it ruptured at 14 atmospheres (atm). Therefore, the cutting diameter was changed to unknown 6mm balloon catheter and the procedure was completed. There was no reported patient injury. Endovascular therapy (evt) was performed in the case of right superficial femoral artery (sfa) stent ¿liste¿. Pre-played with a non-cordis 4mm diameter. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the 5mm x 4cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was expanded but it ruptured at 14 atmospheres (atm). Therefore, the cutting diameter was changed to unknown 6mm balloon catheter and the procedure was completed. There was no reported patient injury. Endovascular therapy (evt) was performed in the case of right superficial femoral artery (sfa) stent ¿liste¿. Pre-played with a non-cordis 4mm diameter. The product was returned for analysis. A non-sterile saber rx 5mm 4cm 155 rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was received for analysis coiled inside a plastic bag. The balloon was received deflated. However, it seemed like it has been inflated. Per visual analysis, neither rupture nor any other anomalies were observed in the returned device. Per functional analysis, balloon inflation testing was performed. Water was applied to the catheter inflation lumen and the balloon was successfully inflated. No anomalies were found. A product history record (phr) review of lot 82188208 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ was not confirmed through analysis of the returned device. The exact cause of the reported event could not be determined. It is likely procedural factors and handling of the device, contributed to the event reported by the customer. Per functional analysis, the balloon was inflated with no burst or leaks noted and without any issues to the balloon. Based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no anomalies were noted on the device. According to the warnings in the safety information in the instructions for use ¿the balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.